Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that the insulin pump was saying to change the battery it was not recognize the new battery and pump was still showing the battery icon in red. Customer stated that the they tried resetting pump and self test. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit powered on with blank display. Unable to perform active current measurement, sleep current measurement, or self test due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, power board, lcd flex connector, and force sensor. Isolate to electronic stack. Test p-cap unable to lock in place properly during testing due to retainer ring damage. The following damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, corroded battery tube, partially broken retainer, and cracked reservoir tube lip in summary, customer concern for blank display confirmed. Blank display due to corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.